Event description:
A malfunction was reported on the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and the customer was advised to perform the reset upon returning home. If further assistance was needed, the customer was instructed to call back. No additional information was received regarding the outcome of the event.